Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and was vomiting. A bolus was delivered to address the bg. However, the bg had not lowered. The customer reported to have received 2 occlusion alarms. The customer was admitted to the hospital and was administered intravenous insulin, fluids, treatment for acidosis and heart medication. The bg lowered to 290 mg/dl. A tandem clinical diabetes specialist met with the customer and during a pump system check, the pump was not delivering insulin during the fill tubing/cartridge step. Upon follow up, the customer was discharged on (B)(6) 2018.

Manufacturer narrative:
The device investigation has been performed. The alleged occlusion was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged loading issue could not be verified. Another device issue was identified. Customer reported the basal setting had been adjusted and may have been a contributor to the high blood glucose level (reported under MFR #3013756811-2018-02264). (B)(4).